Event description:
Additional information was received as follows: the patient does not have a blood clotting disorder. The patient was not on blood thinning or anticoagulation medication, the only medication is steroid. There have been no recent angiograms performed.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received for this case confirmed that an intervention was performed at the end of last month. After another manufacturer's stents were implanted the type IV endoleak was reduced but was not resolved. Per the physician's statement the cause is unknown.

Manufacturer narrative:
Other relevant device(s) are: catalog # etlw1610c156ej serial/lot # (B)(4); catalog # etcf2828c49ej serial/lot # (B)(4). Film review summary: the exact cause of the reported type IV endoleak observed 6-months post-implant that led to aneurysm expansion could not be conclusively determined from the films provided. The pre-implant anatomy information, films during implant procedure, and earlier post-implant films were not provided. Angiogram films were also not returned for review; the origin or source of endoleak could not be confirmed. However, from the cta's provided, it appears to be a type IV transgraft endoleak caused by fabric porosity. Several patent lumbar arteries were also seen feeding the aneurysm sac. Review of historical type IV transgraft endoleak events revealed that factors such as heparin dose, outflow resistance, volume of the aneurysm sac, or patient condition may have contributed.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm. It was reported that there was aneurysm expansion of 1 cm in 6 months with a suspected type IV endoleak. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.